Manufacturer narrative:
This report is submitted on may 4, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [77565 device analysis report.pdf]

Event description:
Per the clinic, the patient experienced recurrent pain at the implant site with and without device use, and ws subsequently hospitalized on (B)(6) 2017, to help manage the pain. On (B)(6) 2017, the device was explanted and the patient was reimplanted with a new cochlear device during the same surgery. It was reported that the pain was resolved following reimplantation.